Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in the water chamber. Patient alleged having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in the water chamber, having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. No unusual odor was detected coming from the device. Observed an unknown white powder-type contamination at the air inlet of the blower box. Observed an unknown gray contamination on the top enclosure under the right-side accessory door. A small, unknown fibrous contamination was also present at this location. Observed slight dust-like and fibrous contamination on the inside surface of the front panel. White dust-like contamination was observed on the blower box top surface. Observed slight dust-like and fibrous contamination inside the bottom enclosure. There was a black contamination, consistent with keratin, at the air outlet of the blower box. Observed an unknown white (dust-like) contaminant on top of the blower motor and on the inner rim of the bottom of the blower motor. Dust-like and fibrous contamination was present on the blower outlet seal. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. The manufacturer is unable to confirm the patient's complaint of particles in the water chamber. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Was unable to confirm the presence of a strange odor coming from the device. Found no evidence of sound abatement foam degradation or breakdown.